Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Unit was tested with a water filled test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No weak signal alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced low blood glucose of 45 mg/dl and 57 mg/dl. The customer's blood glucose was 180 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The insulin pump will not be returned for analysis.